Event description:
A pessary user began experiencing a brownish vaginal discharge. The pt's physician removed the pessary and cauterized and area of the cervix. The physician had left the pessary out, but the pt could not walk without the pessary in place. The physician re-inserted the same pessary and the pt experienced a brownish vaginal discharge.